Manufacturer narrative:
Device not available for analysis. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the device was explanted on (B)(6), 2011 due to a suspected device problem. No other information was provided. The patient was reimplanted with another device during the same surgery. Additional information has been requested but has not been made available as of the date of this report. The manufacturer became aware upon receipt of an implant registration card for the new device.

Manufacturer narrative:
(B)(4).